Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a procedure while using the falope-ring band two-ring applicator, the fallopian tubes were lacerated, the surgeon tried another like device and the same thing happened. (See MFR. # 2183680-2011-00011). The surgeon thinks the laceration happened partly because of the pt's anatomy being excessive adema, the tissue was very friable. The surgeon used a kleppinger device to finish the procedure. There was no longer stay for the pt.